Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent an obturator sling procedure on 08/08/2008. Immediately after the procedure, the patient experienced pain and had difficulty walking. The pain continued and the patient developed numbness in her right leg and hematuria. She experienced recurrent urinary tract infections and painful intercourse. On approximately (B)(6) 2010, the mesh was palpable on exam and upon exam on (B)(6) 2011, it was noted that the mesh had eroded into the vagina. The patient underwent mesh excisions on (B)(6) 2011 and (B)(6) 2012. On (B)(6) 2012, scar tissue was noted on exam. The patient had chronic pain for which she took analgesia. (B)(4).

Event description:
It was reported a patient underwent a sling procedure on an unknown date. In (B)(6) 2011, the patient experienced the tape eroding into the vagina, which was later diagnosed in (B)(6) 2011. The patient underwent partial tape removal surgery in (B)(6) 2011. The patient had debilitating pain.

Manufacturer narrative:
It was reported the patient experienced discomfort, pain and numbness, especially in her left leg.  It was reported that the patient underwent a hysteroscopy, endometrial biopsy and cystoscopy on (B)(6) 2010 by dr (B)(6) at (B)(6) hospital.  It was reported the patient underwent an operation to partially excise the tv tape by dr granitsiotis at (B)(6) hospital.  It was reported the patient underwent an operation to remove more of the tv tape.